Manufacturer narrative:
Based on the customer's claim of a fragment from the synchroseal instrument falling inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci synchroseal instrument and confirmed the customer reported issue of the "piece of metal fell off the product". The synchroseal instrument was analyzed and found to have the upper jaw broken. The upper jaw piece was found to be broken off and was returned along with the synchroseal instrument. The jaw ceramic dots were all present at the wrist. A review of logs showed no failures. A review of the site's system logs for the reported procedure date was conducted by a regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This is considered a reportable event due to the following conclusion: it was alleged that the synchroseal instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. Failure analysis was performed and acknowledged that a fragment was missing from a portion of the device that enters the patient.

Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument had a piece of metal that broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no additional reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.